Event description:
Patient reported skin irritation in the form of burning (sensation), general redness, itching, peeling skin, and scabbing. The patient did seek medical treatment and was advised to use an otc medication, hydrocortisone cream. Patient reported following proper skin preparation.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.